Event description:
It was reported that, "pt called to inquire if any of the implants she has were subject to recall. She has experienced pain and difficulty walking since having two separate knee replacement surgeries. The pt is scheduled for exploratory (possible revision) surgery on (B)(6) 2010."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR# 9610726-2010-00463.